Event description:
The territory business leader (tbl) reported that the health care provider (hcp) nurse stated the patient was moved from v-go 20 to v-go 30 after recording a glucose level reading of 265. No date was provided for this event and no hyperglycemic symptoms were reported for this event. The ae assessor spoke with the mother of a minor using the vgo device for bg mgmt. The mother reports that when the patient first started on the vgo 20 device she had hyperglycemia bg values in the 200 range (highest bg reported was 265) so the hcp changed the patient. To a vgo 30. On the vgo 30 the mother reports the daughter had a bg of 50 and she did not wake up with the hypoglycemic event. The mother heard the patient dexcom alarm and assisted the patient with treating the hypoglycemia. The mother provided the patient with oral carbohydrates. The date and time of the bg of 50 is unknown. The mother states the patient. "Was out of it" but she declined to provide any further information surrounding this event. The patient's mother declined to provide requested information. The patient was changed back to a vgo 20 after the hypoglycemic episode. The mother declined to provide any bg values for the patient since she restarted on the vgo 20 but she did state, "her bg is fine now on the 20". No further information is available. Contributory factors to the hyperglycemia on the vgo 20 prior to the patient being changed to the vgo 30 are unknown. This complaint is very limited in investigation due to the minimal information the patient mother is willing to provide. The vgo device is approved for use with individuals 21 years of age or older. Using vgo under the age of 21 is off-label use.